Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc-catheter defective / damaged. The patient underwent an enhanced CT scan. During the contrast agent injection, the needle tube of the indwelling needle ruptured (suspected rupture at the front end of the indwelling needle). The injection was immediately stopped, and the procedure was successfully completed after re-insertion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#: 5076543): 1) this batch of products were assembled at intima ii auto line 3 in apr 2025, and packaged at cfs package line in apr 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormalities were observed in any part of the sample 4. Sku#383076 is a product with y pp connector, which has never been declared to be used for high-pressure injection. Conclusion(s): no abnormalities are found on process and retained sample. Since the product of this sku has never been declared to be used for high-pressure injection, the defective sample has not been received for further examination, and the flow rate and pressure used in CT examination are unknown, so the root cause of this complaint defect cannot be confirmed. The plant will continue to monitor such defects.

Event description:
No additional information available.